Event description:
Pt was revised to address dislocation attributed to cup loosening. The cup was vertical about 80 degrees. The poly was worn where the cup was rubbing against the lip.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other report against the liner only in this report. The previous device evaluation and device history review did not identify product error. The investigation could not verify or identify any evidence of product error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.